Event description:
Pt admitted in 2006 from a hospital. Upon admit, pt's pulse was 48 and remained in the low 40's. Pt's family reported next day that he had been bradycardic for the last seven days and that he had a pacemaker implanted in 2002. Medtronics was contacted for investigation of pacemaker. Medtronics rep found the device to be non-functional and not repairable. Cardiologist and attending physicians notified. Cardiologist's pa-c visited pt, reviewed telemetry strips and order EKG and 1mg atropine IV. Medication caused slight increase in heart rate, but, without lasting effects. EKG showed left bundle branch block and junctional rhythm. Cardiology pa-c in consultation with attending physician, transferred the pt to a hospital with critical care. It has been reported to us that he had cardiac complications and is now on a ventilator. Pt was admitted to the hospital for 5 days. Upon review of the sending hospital record, a progress note from 2nd day's notes the pacemaker was not functioning . EKG was ordered on 2nd day, no other follow-up is noted in record.